Manufacturer narrative:
Physio-control further evaluated the device. Physio observed that a capacitor, designator c271 on the system pcb assembly was damaged. Physio replaced the system pcb assembly. Physio will also perform some other, unrelated repairs. As soon as proper device operation has been observed through functional and performance testing, the device will be returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that when attempting to power their device on, the leds on the power and the shock buttons would briefly illuminate but the device would not power on.   There was no patient use associated with the reported event.